Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer stated that the insulin pump alarmed threshold suspend. Customer stated that blood glucose reading was 150, but sensor glucose was reading 70. Customer's current blood glucose level was not included in the report. Troubleshooting was done. Replacement product is being sent.